Event description:
It was reported that occlusion alarms occurred. Customer reported blood glucose level was "high" on the continuous glucose monitor. Customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.